Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a patient with a 21mm edwards aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to aortic stenosis and aortic insufficiency. The tavr was performed with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned that a patient with a 21mm edwards aortic valve underwent a valve-in-valve procedure after eighteen years, eight months and 14 days due to aortic stenosis and aortic insufficiency. The patient presented with progressive exertional chest tightness and shortness of breath as well as fatigue and lower extremity edema. The tavr was performed with a 23mm 9750tfx transcatheter valve. The patient outcome at the end of the procedure as stable.